Manufacturer narrative:
Hamilton medical reference number: comp-(B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set,tubing and support, ventilator (with harness). Part number 260127 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.

Event description:
It was reported to hamilton medical ag, that: "on (B)(6) 2026 the breathing circuits with pn 260127 / sn (B)(6) (affected quantity: 1 box of 10 pcs) triggered the error display on the ventilator "exhalation obstruction". The customer initially thought the issue was with the ventilator, but it was quickly determined that the unit is functioning as intended and that the issue originates from the expiratory valve.". Patient involvement with medical intervention (replacement of the breathing circuit set) was reported. However, no patient, user or third party harm was reported.